Manufacturer narrative:
Aphasia.

Event description:
It was reported the pt was admitted to the hospital for aphasia and weakness. There was no known or incident related to this complaint. No further info was given. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.